Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The j11 connection to power supply was cleaned, cable connection tightened and battery pins were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The root cause was determined to be worn battery pins.